Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively during the select patient/acquire scan task and delayed surgical time by less than an hour. It was reported that the site was having issues loading exams on their navigation system. The scannermask settings were inputted, the images were uploaded, but they all contained ¿data not valid for navigation¿. Navigation was aborted until the manufacturer representative (mr) noticed there was a scan with over 200 images that was available for navigation. The mr updated the system from media io 3.16 to 3.17 and the site was able to load all the exams that initially had issues loading on the system. Navigation was used to complete the case, imaging was not aborted, and the surgery was completed. There was no impact on patient outcome.